Event description:
The facility reported an infusion pump that failed accuracy test during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. No additional info available.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100ml/hr, the infusion pump failed the accuracy test with a flow value of -10.0% from the desired amount. A corrective and preventative action has been initiated.